Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they did not hold down any button for longer than three minutes. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 148 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. No damage was noted on the keypad assembly. No button error alarms were noted during testing. The insulin pump was received with a scratched reservoir tube window.